Event description:
Additional information received that there was a programming error and that the patient received too much baclofen/morphine. It was indicated that the patient spent 3 days in the intensive care unit (ICU) but was "doing better" now. The dose of baclofen and morphine being delivered via pump was 2000mcg/ml.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2012. Product type: catheter. (B)(4).

Event description:
It was reported that the patient's catheter was fractured. The patient's pump was replaced for "routine battery change for end of life (eol);" upon opening the pump pocket it was discovered that the connector was disconnected, there was "no cerebrospinal fluid (csf)," and the catheter was broken at the spine site. It was believed that the catheter had been broken for approximately 2 months. A dye study was previously conducted on an unknown date and the results were reported to be "normal" with a functioning catheter. It was reported that the patient's spasticity was not managed but it was also noted that she was "fine" because she had been put on oral baclofen. The patient's catheter was revised the date of this report. The device system was used to deliver baclofen and morphine. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).